Manufacturer narrative:
A maquet field service technician investigated the unit in question and tested the system with cardio at 2 degrees and main side at 38. The fluctuation in temperature on main side was not as expected. Replaced actuator as a precaution, ran system for three hours. System was successfully tested to factory specs. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the device's water temperature was too cold. When asked, customer said no harm came to patient. (B)(4).